Event description:
It was reported that the right atrial (ra) lead had a high threshold of 4.5 volts at 1.5 milliseconds. Also, the device had possible early battery depletion. The ra lead and device were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, implantable pacing lead, (B)(6) 2009; 638bl36, heart band, (B)(6) 2013; 690r36, heart ring, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found.